Event description:
It was reported that during deployment, the subject stent device was ribboning in the mid section. After resheathing two times, the mid stent the re-sheath pad came off the wire, which means that the stent deployment was no longer controllable. The subject stent was removed from the patient. No clinical consequences were reported to the patient due to this event. No other information was provided.

Manufacturer narrative:
C2/d10: concomitant products grid: added 'xt 27 microcatheter b5 executive summary : updated as additional information confirmed that the subject stent was prematurely deployed during procedure. D4 expiration date - added. D9 product available to stryker/ returned to manufacturer on ¿ updated. H3 device evaluated by mfg ¿ updated. H4 manufacturing date ¿ added. Health impact code grid: corrected from 'no health consequences or impact' to prolonged surgery. F10 / h6 medical device problem code - added code 'premature activation'. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. Analysis of the returned device revealed that the sdw (stent delivery wire) of the subject stent was returned inside an excelsior xt-27 microcatheter. The subject stent was returned having been deployed. Additionally, the subject stent was deformed with frayed edges at both ends. The sdw was kinked 53cm from proximal and the distal of the sdw was kinked. The stent introducer sheath was not returned. The reported ¿stent deployed prematurely during use¿ and ¿stent failed/unable to open (when not implanted)¿ defects were confirmed during analysis based on the defects noted to the returned device. The reported ¿sdw broken/fractured during use¿ was not confirmed during the product analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event states "during deployment, the device was ribboning in the mid-section. On re-sheathing after resheathing twice before, mid stent the re-sheath pad came off the wire, which means the subject stent deployment was no longer controllable. Analysis of the returned device found that the sdw was returned inside the xt-27 microcatheter. The subject stent was returned having been deployed. The stent was deformed with frayed edges at both ends. The sdw was kinked 53cm from proximal. The distal of the sdw was kinked. The stent introducer sheath was not returned. The anatomy was reported to be very tortuous which may have contributed to the reported event. An assignable cause of ¿procedural factors¿ will be assigned to the as reported ¿stent failed/unable to open (when not implanted)¿ and ¿stent deployed prematurely during use¿ and as analysed ¿stent deployed prematurely during use¿, ¿stent failed/unable to open (when not implanted)¿, ¿stent deformed¿ and ¿sdw kinked/bent¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of ¿not confirmed¿ was assigned to the reported defect ¿sdw broken/fractured during use¿ as the issue included a returned product review which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event.

Event description:
It was reported that during deployment, the subject stent device was ribboning in the mid section. After resheathing two times, the mid stent the re-sheath pad came off the wire, which means that the stent deployment was no longer controllable. The subject stent was removed from the patient. No clinical consequences were reported to the patient due to this event. No other information was provided. Update: additional information confirmed that the subject stent was prematurely deployed during procedure.